Manufacturer narrative:
(B)(4). Suspect medical device info and a 510(k) number will not be provided in the emdr because the product is unknown at this time. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extensions were in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies had not been damaged by an outlet port clamp or assist device. The home patient had three bags connected. A clamp on an unused line was left open. The baxter technical services representative (tsr) reviewed the set up. The registered nurse (rn) would contact the patient?s doctor regarding missed therapy. The rn cleared the alarm. Proper procedures were reviewed and there were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.